Manufacturer narrative:
The probe has not been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that during servicing the product was damaged in appearance. The tip was bent. The decision was made to not replace the probe. There was no patient present when this issue was identified.

Manufacturer narrative:
The probe 9733457 pedicle 2.25mm (lot# 170222) was returned for analysis. Analysis found that the returned probe had a visibly bent tip. The probe returned a good geometry error with markers attached and fully seated, but a high divot error due to the bent tip. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.